Event description:
It was reported that the customer's insulin pump had a blank display. He received a battery out limit and a failed battery test alarm. The insulin pump was without power for more than ten minutes. His blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.